Event description:
The rptr stated that rptr did meter to lab comparison tests. Did not give specific details. On follow-up, the rptr stated that rptr's reading at home had been 103 mg/dl. Rptr ate lunch on way to dr's lab, and twenty minutes after rptr's reading at home, lab test result was 106. Lab took a venous draw and tested meter with reading of 201 mg/dl, and told rptr lab result was 95 higher (296 mg/dl). The rptr did not have any symptoms at time of testing. No harm was alleged.